Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that they found that sometimes the pump did not alarm when the feed was complete or when the flow was impeded. They stated that sometimes they felt the pump was inaccurate as well. Mmdg followed up with the initial reporter, who stated that the patient had not had any adverse effects from the reported complaint. (B)(4).